Event description:
Boston scientific crm received information that this transvenous right atrial lead became dislodged. The patient reported that they were to have a lead revision procedure to correct. To date, there have been no reported patient symptoms associated with this clinical observation.